Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was repeatedly failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) responded to a reported failed drawer. Assisted remotely with a medication jam in a cubie pocket. The user was able to clear the medication jam and recover the failed cubie pocket. The system functioned as intended after the field service engineer assisted the customer in repairing the device.